Event description:
A home patient (hp) contacted corporate product surveillance to report 6 minicaps, product 5c4466p, lot gd892950 that were missing iodine. No injury or medical intervention was reported. No additional information was available. Product surveillance contacted the hp on (B)(6) 2012 regarding the reported problem and he said he mentioned it to his nurse. He said that he saved the remaining 5 and will send it in for evaluation. He said therapy is going well and reported no injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Six samples were received for evaluation. Only three compliant samples with sponges were evaluated. A visual inspection was performed for the three samples but did not confirm the reported problem. Since the reported problem was not confirmed, no root cause could be determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.